Manufacturer narrative:
(B)(4)

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed silicone overmold damage on the top cover as well as a dislodged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing after temperature exposure. The device passed several of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed silicone overmold damage on the top cover as well as a dislodged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing after temperature exposure. The device passed several of the electrical tests performed. The hybrid visual inspection revealed non-conductive epoxy encroachment on an electrical component. The residual gas analysis result revealed nitrogen levels above the test limit. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A supplier car was implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was non-hermetic. Leak testing did not reveal any leaks. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.